Manufacturer narrative:
This complaint is under investigation. Depuy will notify the FDA of the results of the investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
The lip of both liners were deformed upon reduction. One liner bent in with the reduction of the head and prevented it from seating correctly. The second liners lip bent out and prevented the ring from attaching correctly. Both liners seemed to be able to deform very easy and split when force was put on them.

Manufacturer narrative:
Two pinnacle constrained liners were returned for engineering review. It cannot be determined how the deformation occurred. Per the complaint description, it seems likely that some form of impingement occurred during reduction. No obvious product failure. A worldwide complaint database search found no additional related reports against the provided product code/lot code combinations for both liners. However, a review of device history records was still conducted and found no related manufacturing deviations or anomalies that would have contributed to the reported event. The investigation can draw no conclusions with the information provided. Monitor via trending sep-419.

Manufacturer narrative:
This complaint remains under investigation. Depuy will notify the FDA of the results of the investigation once it has been completed.

Manufacturer narrative:
Device available for evaluation. The investigation has been reopened due to receiving device for evaluation. Depuy will notify the FDA when the investigation is complete.

Manufacturer narrative:
No device associated with this report was received for examination. Follow up to retrieve the products for examination was not successful. A worldwide complaint database search found no other reported incident(s) against the provided product/lot combinations for both liners since release for distribution. A review of device history records was still conducted and found no related manufacturing deviations or anomalies that would have contributed to the reported event. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.